Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: investigation revealed a cracked battery compartment.

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/11/2017.